Manufacturer narrative:
The device has been received; but an eval has not yet been performed. Therefore, a failure analysis is not available. If there is any further relevant info received, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event. (B)(4).

Event description:
Note: there was no pt involved in this event. It was reported to boston scientific corp on (B)(6) 2009 that a zero tip nitinol stone retrieval basket appeared to be missing its "green coating", observed on (B)(6) 2009. According to the complainant, the missing coating could be seen through the clear packaging. In addition, the device was not peeling or flaking, and no portion of the sheath was detached in the packaging.